Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, upon implant at a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc), mild central aortic regurgitation (ar) was noted. After vascular closure, the patient¿s blood pressure was ¿low.¿ an echocardiogram showed the valve had migrated deeper into the left ventricle, at an approximate depth of 18-20mm, and the ar had changed to severe. It was speculated that the cause of the valve migration was due to the flow rate of the left ventricular assist device (lvad) as it was increased too quickly following implant. Subsequently, a second 34mm valve was successfully implanted valve-in-valve resolving the ar. No additional adverse patient effects were reported.